Event description:
The reporter states that he obtained a 311mg/dl and 99mg/dl, blood glucose comparison on the accu-chek aviva meter. The results were obtained within a 10 mins timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.